Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device stopped sending the medication through the tubing after patient insertion was started. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device had no physical damage or anomalies observed. In attempts to replicate clinical use of the administration set tubing, it was attached to a bag and inserted into a pump. The set was primed with 10 ml. No alarms or difficulties priming were observed. The mating device was then attached and 10ml were primed through the whole set again. No alarms or difficulties priming were observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.